Manufacturer narrative:
The investigation into the reported issue was completed. No device was received for evaluation; however, clinical information was sufficient to determine the root cause. The cause of the reported issue was most likely patient condition related. As noted in the impella IFU: impella cp with smartassist system section: potential adverse events (united states) ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation.¿ this report is being filed as part of a retrospective review of historical records.

Event description:
The complainant reported a patient was implanted with an impella device for mechanical circulatory support. The complainant reported that the impella leg had lower than expected perfusion following pump explant. It was noted that the site had been closed using 2x angioseal following pump removal. The staff continued to monitor the low perfusion and further intervention was not deemed necessary.